Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an error occurred on the external pulse generator (epg) during the self test. The error was cleared but the epg was still frozen after rebooting. It was noted that after power cycling the screen appeared but all buttons were unresponsive. The user was informed the epg was no longer able to be serviced. There was no patient involvement.